Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board and left side panel were removed and returned. The reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A replacement monitor board was sent to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.